Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress urinary incontinence. According to the rptr: medical history: menometrorrhagia, chronic pelvic pain, 14 wk fibroid uterus, stress incontinence with urethral hypermobility, persistent left adnexal cyst.